Event description:
Customer reported being hospitalized due to high bg's. Significant event leading to hospitalization was being up all night vomiting. The cause of hospitalization (as per md) was the pump. Trouble shooting was performed and pump appeared to be functioning normally.